Manufacturer narrative:
The pump was returned to animas for eval. Investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. All buttons were found to click and spring back as expected when pressed. The keypad was removed to examine the button contacts, and no defects were found. The complaint could not be confirmed or duplicated on investigation.

Event description:
It was reported that the keypad button was sticking and intermittently unresponsive. The pt reported that the ok keypad button has been slow to respond for the (B)(6), and now the button is sticking and intermittently unresponsive. He noted that the buttons still click, but do not spring back when pressed. The pt denied physical damage to the keypad; denied exposing the pump to water and cleaning products; and stated that he wears the pump in various places with a clip.